Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide (co2) result obtained on a patient sample on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed result. Hsc reviewed the information provided by the customer and the instrument data. A siemens customer service engineer performed maintenance procedures as part of normal troubleshooting for events of this nature. System verification indicates acceptable performance after the service visit. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications.

Event description:
A discordant falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista® 1500 instrument. A higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.